Event description:
Customer reported a button error on his insulin pump. The backlight is stuck and the alarm sounds are constantly going off. Customer stated he was priming and he pressed the act button to fill tubing, but the device just kept going. Customer's blood glucose is 180 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.